Event description:
The customer reported the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The keyboard was identified as being inoperable. No conclusion can be drawn as repair info is unavailable.